Event description:
It was reported that the controller became excessively warm while charging. Furthermore, it was noted that the controller battery drained sooner than expected. There were no reported injuries to the patient, nor were there any symptoms or medical interventions documented. The patient reported using a charging cord provided by insulet in accordance with the user guide. The patient was sent a replacement device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the patient experienced a thermal event. We cannot confirm the thermal event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.